Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had button error. Blood glucose was unknown. Customer stated that pump buttons were unresponsive. Customer changed the battery but still not working. Customer stated that they are unable to press any button. The insulin pump will be returned for analysis.